Event description:
Per the clinic, the rechargeable battery of the external sound processor was found to have become hot (date not reported). The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed december 16, 2013.